Manufacturer narrative:
As reported by the open study, 6 months after placement of a 5 x 100 and a 7 x 80 smart flex stents in the mid to distal left superficial femoral artery (sfa), the patient had claudication in the right leg which was not treated.  Approximately 3 weeks later, the patient was diagnosed with cervical cancer and was treated.  7 months later, the patient had claudication of the left leg.  Lower extremity duplex scan was done which showed severe stenosis of left sfa.  Subject had peripheral arteriogram and intervention on six weeks later. Subject had up to 70% in-stent restenosis of left sfa. Subject had successful atherectomy,  pta with drug-eluting balloon and stenting of left sfa. Also thrombectomy and pta of left posterior tibial artery and mechanical thrombectomy of left peroneal artery.  The target lesion was in the mid to distal left superficial femoral artery (sfa) of 90 mm in length in a 6 mm vessel diameter.  The lesion had minimal calcification and had 100% stenosis.  The lesion was pre-dilated with a 5 x 100 mm balloon catheter at 16 atmospheres (atm) before a 7 x 100 mm flexible stenting solutions stent was deployed at the target site.  The residual diameter stenosis was 6%.  Post-dilatation was performed with the same 5 x 100 mm balloon catheter at 14 atm.  A second stent, 7 x 80 mm fss, was implanted because of incomplete lesion coverage (the stent deployed because the lesion was longer than initially judged). The first stent did not compress after it was deployed.  Post-dilatation was again performed with a 5 x 100 mm balloon catheter at 14 atm. The residual diameter stenosis was 6%.  There was no dissection or any other procedural complication noted after either stent was deployed.  In the 1 month follow up the patient was asymptomatic.  During the 4-6 month follow up, 50-75% moderate stenosis within the proximal/mid to mid/ distal right sfa.  The patient complains of increasing right lower extremity claudication symptoms with moderate to significant stenosis noted on ultrasound.  The patient was to return to the physician in four months with a repeat lower extremity ultrasound of her right leg and, at that time, will see if need to proceed with angiography and possible intervention.  One month later, an x-ray of the implanted stents was performed with no evidence of stent fracture found and the finding grade 0.  Within the following month the patient had cervical cancer diagnosed following an abnormal pap smear on which showed high-grade squamous intraepithelial lesion. She had cold knife core of cervix within 6 weeks and a radical hysterectomy on one month later.  The patient also started radiation therapy on 2 months later and finished the therapy within 1 month.   In the 1 year follow up the patient had mild claudication.  Ankle brachial index resting values on the left was .66 and on the right, .72.  Duplex ultrasound found 70-99% stenosis within the right proximal to mid sfa. 70-99% severe stenosis within the stented proximal to mid sfa.  The target lesion was occluded but there was no evidence of stent fracture. The device remains implanted and is thus not available for evaluation.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two reports associated with this patient, 3008443827-2017-00096 and 3008443827-2017-00098.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt. Please note that this report is associated with the events under manufacturing report number 3008443827-2017-00096 which involves the same patient.

Event description:
As reported by the open study, 6 months after placement of a 5 x 100 and a 7 x 80 smart flex stents in the mid to distal left superficial femoral artery (sfa), the patient had claudication in the right leg which was not treated.  Approximately 3 weeks later, the patient was diagnosed with cervical cancer and was treated. Seven (7) months later, the patient had claudication of the left leg.  Lower extremity duplex scan was done which showed severe stenosis of left sfa.  Subject had peripheral arteriogram and intervention on six weeks later. Subject had up to 70% in-stent restenosis of left sfa. Subject had successful atherectomy,  pta with drug-eluting balloon and stenting of left sfa. Also thrombectomy and pta of left posterior tibial artery and mechanical thrombectomy of left peroneal artery.  The target lesion was in the mid to distal left superficial femoral artery (sfa) of 90 mm in length in a 6 mm vessel diameter.  The lesion had minimal calcification and had 100% stenosis.  The lesion was pre-dilated with a 5 x 100 mm balloon catheter at 16 atmospheres (atm) before a 7 x 100 mm flexible stenting solutions stent was deployed at the target site.  The residual diameter stenosis was 6%.  Post-dilatation was performed with the same 5 x 100 mm balloon catheter at 14 atm.  A second stent, 7 x 80 mm fss, was implanted because of incomplete lesion coverage.  Post-dilatation was again performed with a 5 x 100 mm balloon catheter at 14 atm. The residual diameter stenosis was 6%.  There was no dissection or any other procedural complication noted after either stent was deployed.  In the 1 month follow up the patient was asymptomatic.  During the 4-6 month follow up, 50-75% moderate stenosis within the proximal/mid to mid/ distal right sfa.  The patient complains of increasing right lower extremity claudication symptoms with moderate to significant stenosis noted on ultrasound.  The patient was to return to the physician in four months with a repeat lower extremity ultrasound of her right leg and, at that time, will see if need to proceed with angiography and possible intervention.  One month later, an x-ray of the implanted stents was performed with no evidence of stent fracture found and the finding grade 0.  Within the following month the patient had cervical cancer diagnosed following an abnormal pap smear on which showed high-grade squamous intraepithelial lesion. She had cold knife core of cervix within 6 weeks and a radical hysterectomy on one month later.  The patient also started radiation therapy on 2 months later and finished the therapy within 1 month.   In the 1 year follow up the patient had mild claudication.  Ankle brachial index resting values on the left was .66 and on the right, .72.  Duplex ultrasound found 70-99% stenosis within the right proximal to mid sfa. 70-99% severe stenosis within the stented proximal to mid sfa.  The target lesion was occluded but there was no evidence of stent fracture.

Manufacturer narrative:
Additional information was received that the second stent was deployed because the lesion was longer than initially judged and not because the first stent compressed after deployment.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional details were received that the stent totally occluded in the mid segment. "It reconstitutes" in the distal portion of stent. At end of procedure patient had nice palpable, "posterial" tibial pulses with good flow. Patient was discharged the same day. This report is related to the one submitted under 3008443827-2017-00096.